Manufacturer narrative:
(B)(4). A pre-repair temperature test could not be performed as the motor was not running. The service report indicates that the motor and shell/housing were found to be damaged due to severe corrosion. All necessary parts were replaced. The handpiece was tested and passed all specifications. This device is used for therapeutic purposes.

Event description:
Postoperative, the handpiece was noisy and generated heat. There was no patient or user injury reported as a result of this event.